Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to a fracture. The boston scientific field representative was not at the procedure because the lead was replaced with a competitor's ra lead. It was reported that a portion of this lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.